Event description:
It was reported that the procedure was cancelled. The target lesion was located at the liver. A 135/10 renegade hi-flo kit was selected for use in a trans-arterial chemoembolization. During unpacking, it was noted that the outer diameter was uneven. The procedure was cancelled. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer. Returned device consisted of a renegade hi-flo microcatheter with the guide wire in the device. The device was bloody. Although it was reported that the device was not used in the procedure, the presence of blood in the lumen is indicative of handling beyond simply unpackaging the device, as was reported. Analysis of the tip and the inner/outer shaft included microscopic and visual inspection. Inspection revealed shaft damage (flattened) located 7.6cm and 43.5cm from the tip. Inspection of the rest of the device found no other damage or defect.although the device was returned with blood in and on the device, it was also dry. To test the device for any coating issues, the shaft of the device was wetted. Once wet, the shaft was felt for any lumps or non-conformities. The coating on the device was uniform and even.the reported shaft unevenness (coating issue) was not confirmed.

Event description:
It was reported that the procedure was cancelled. A 135/10 renegade hi-flo kit was selected for a trans-arterial chemoembolization. During unpacking, it was noted that the outer diameter was uneven. The procedure was cancelled. No patient complications reported.